Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported the camera head had cables that were visible. The issue was discovered during routine inspection by the customer. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had cables that were visible. The issue was discovered during routine inspection by the customer. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the repair site for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coupler was rusted and dirt on switches. A root cause could not be identified. Based on the results of the investigation, regarding the customer's allegation and the newly identified malfunctions, it is likely the following led to the malfunction: the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had cables that were visible. The issue was discovered during routine inspection by the customer. There were no reports of patient harm.